Manufacturer narrative:
Device remains implanted at this time. Revision is pending.

Event description:
It was reported: "pt had no direct injury to joint - noticed pain and swelling over a 3 month period. Knee was scoped recently - post appears broken. Surgeon contacted us."